Event description:
An impella 5.5 device was inserted surgically into the right aorta in a 69-year-old male patient presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in society for cardiovascular angiography & interventions (scai) stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU), there was a low purge pressure alarm. The purge solution bag and purge cassette were change, but did not resolve the issue. It was then noted that the purge solution was leaking from where the impella catheter connects to the red plug. Decision was made to wean and explant impella. While on support, the device functioned as intended at p-8 at 4.9l/min with d5w sodium bicarbonate in the purge solution. The impella will be reported for the early medical device removal; however, the removal was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.